Manufacturer narrative:
Date rec¿d by MFR : 12jan2019. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Should any new, relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the touchscreen was frozen and the unit could not be shut down. The device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 24dec2018.